Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the implantable cardioverter defibrillator (ICD), it was noted that the lead was unable to be advanced in the ICD's header and the set screw exhibited a loose connection. The ICD was not used and a new ICD was implanted. The patient was discharged.